Event description:
A medtronic rep reported, a bent lumbar probe. No patient present.

Manufacturer narrative:
No patient information as no patient was involved in this concern. Device manufacture date not available at time of this report. RMA issued. Investigation showed that the tip of the probe had been twisted. While there was no patient present, this issue is being reported because, a bent probe that is not noticed could result in inaccurate navigation because, the software is not expecting that geometry from the instrument.